Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed that the device had no pacing output. The battery voltage declined from 2.72v to 2.19v during analysis. Current drain measurements were higher than expected for this device. The cause of the high current drain was identified as a leaky tantalum capacitor.

Event description:
The device was returned to the manufacturer after being explanted due to an upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.